Event description:
Customer's mother reported via phone call that the insulin pump alarmed button error. It was stated that the device may have gotten wet from water balloons. Blood glucose value is unknown. It was advised to discontinue the use of the device and revert to a backup plan. It was advised the insulin pump would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
The insulin pump had button error alarm and intermittent esc and act button response due to corroded keypad traces. Device was received with minor scratched display window, cracked display window corner, cracked case at display window corners, cracked reservoir tube lip and ink spot/bleeding on lcd glass on the upper right side. No moisture damage inside pump noted.